Manufacturer narrative:
Dates estimated. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary procedures. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The absorb device and the additional adverse patient effects referenced are being filed under separate medwatch report numbers. Article title: "very long-term outcome of absorb bioresorbable vascular scaffold vs.everolimus-eluting metallic stent in st-segment elevation myocardial infarction: 5-year results of the bvs-examination study."

Event description:
It was reported in a research article that absorb and xience stents may be related to death, myocardial infarction, stent thrombosis, and revascularization. Results were assessed at a 5 year follow up. Specific patient information is documented as unknown. Details are in the attached article named "very long-term outcome of absorb bioresorbable vascular scaffold vs. Everolimus-eluting metallic stent in st-segment elevation myocardial infarction: 5-year results of the bvs-examination study".